Event description:
It was reported that during the knee procedure, the device got hot. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of overheating was confirmed. Cause of overheating is a corroded motor/gearbox. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. The gearbox was found to be jammed and corroded internally a review of the device history record was performed which confirmed no inconsistencies. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. After the evaluation the root cause for the reported issue was determined to be corrosion of the motor and gearbox assembly. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.